Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. The svc coil was programmed off and dft testing was successfully performed. The lead remains implanted.